Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one MRI implantable port attached to a groshong catheter was returned for evaluation. Functional and gross visual evaluations were performed. The investigation is unconfirmed for the reported catheter fracture issue, as the port body was patent to infusion and aspiration without issue and no fracture was identified. A definitive root cause for the reported failure could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that sometime post port placement procedure, crack was allegedly noted subcutaneously on the catheter. It was further reported that, the device was removed. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that post port placement procedure, crack was allegedly noted subcutaneously on the catheter. The device was reported to be removed off the patient. There was no reported patient injury.